Event description:
The customer contacted beckman coulter, inc (bci) to report erroneously low and high glucose results for 8 patient samples assayed on the synchron lxi 725 clinical system. The patient results were reported out of the laboratory. Amended reports were later generated after the erroneous results from the 8 patient samples were re-assayed. There was no report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. The customer reported that there were 7 erroneously low and one erroneously high glucose results. Two of the results were autoverified by the laboratory's (B)(4) computer and reported. The patient samples from those two results were later re-assayed and amended reports were generated. The customer reported that quality control results were within established ranges prior to the event. A field service engineer (fse) was dispatched to the customer's site. The fse observed that yellowish white residue was present on the face of the system electrode. The fse cleaned all of the modular cups on the system, calibrated the system lamps, and performed tests to verify that performance met system specifications. The fse also performed a precision analysis (20 assays) using both a high and low level of glucose quality control. The fse concluded that the root cause of the event appears to be related to the cleanliness of the cup assembly of the system causing the electrode to be obstructed during the measurement cycle for each sample.

Manufacturer narrative:
Result: erroneous results generated.